Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault after powering up the unit. There is no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation: results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and partially duplicated during functional check. Pt800 (turbine differential pressure transducer) has failed. The main pcb (printed circuit board ) was replaced.